Manufacturer narrative:
Patient information (ID, age, sex, weight) as well as additional information associated with the complaint were requested but were unknown, if they are made available to medtronic, they will be provided and updated in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, air started coming out gradually from the endotracheal tube. The customer alleged that the patient had to be extubated and re-intubated to continue the operation. No problems were observed during pre-test or inspection. There was no patient harm. The sample is expected to be returned from the customer.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents three small cuts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, air started coming out gradually from the endotracheal tube. The customer alleged that the patient had to be extubated and re-intubated to continue the operation. No problems were observed during pre-test or inspection. There was no patient harm.